Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and analysis revealed that the helix was disengaged from the helical channel. It was also noted that there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that during the implant procedure the right ventricular (rv) lead had problems with high impedances. The physician made five attempts with this lead and then decided to remove and replace the lead with a new rv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.